Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an unknown armada balloon catheter would not deflate. Force was applied removing the device. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Manufacturing site changed from (B)(4) to (B)(4). The device was returned for analysis and abbott vascular confirmed the reported deflation issue. Av identified a trend. Root cause analysis concluded that the trend is likely due to a manufacturing issue. Av has implemented mitigations to address this issue and will implement corrective actions to prevent recurrence per internal site operating procedures. Av will continue to trend the performance of these devices.

Event description:
Subsequent to the previously filed medwatch report the following new information was received: the armada 35 was being used for predilatation of a lesion that was located in the common femoral artery with a small stenosis that was mildly calcified. The armada balloon was inflated to a pressure of 12 atmospheres. One attempt was made to deflate the balloon using a manometer with negative pressure. The device was removed partially deflated through the 6f sheath using a lot of pressure. There were no further issues reported and the patient is doing well.